Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-15, additional information was received from a healthcare provider (hcp). It was reported, the pump began alarming, appeared to have stopped and failed. The patient went through significant baclofen withdrawal. The pump was removed and replaced. There was no harm to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
On 2015-09-11, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving gablofen 2000mcg/ml at 1209.3 mcg/day via an implantable pump for intractable spasticity and head/brain injury. In (B)(6) 2015, the patient presented to the emergency room (ER) with symptoms of increased agitation, spasticity and was confirmed to be dehydrated. However, the pump was not mentioned to the ER staff and was never interrogated. On an unknown date, the patient presented for a pump refill. Interrogation of the pump showed a motor stall occurred on (B)(6) 2015 at 06:18 and recovered on (B)(6) 2015 at 09:29. Another motor stall occurred on (B)(6) 2015 at 03:09 followed by a stopped pump period may exceed tube set on (B)(6) 2015 at 03:09. The patient had not had a MRI. On (B)(6) 2015-, the pump was replaced. The patient's status was reported as "alive - no injury." Additional information has been requested regarding the cause of the motor stalls, diagnostics and actions/interventions, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.